Event description:
It was reported to philips that the device kept rebooting while displaying a solid red x and chirping. There was no reported patient or user involvement and no adverse patient/user impact.